Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pocket revision procedure, an insulation anomaly was seen on the atrial lead. The physician did not suspect an insulation breach. Electrical measurements were within range. The lead remained implanted. The patient was doing well and would continue to be monitored.